Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10018. The pt received the scs system which included two leads from different lots. It was reported the pt was unable to increase stimulation using the pt programmer. Follow up info revealed the leads had migrated down by half a vertebral body and were exhibiting invalid impedances. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.